Manufacturer narrative:
(B)(4). Available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 23.0 diopter intraocular lens (iol) was implanted in the patient's right eye (od). It was later explanted on (B)(6) 2018 because the patient was not satisfied with the lens. The replacement lens was model z9002. There was no incision enlargement, vitrectomy, or sutures used. Reportedly, there was no patient injury and the patient is doing good post-operatively. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the labeling was not reviewed because limited information was received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.